Manufacturer narrative:
According to the customer on (B)(6) 2024, "it was an exploratory laparotomy with revision loop ileostomy case; the belly was open with bowel exposed. While waiting for an assisting surgeon to arrive the blue towels from the pack were moistened with sterile normal saline and placed over the open belly. After surgeon removed blue towel and saw blue lint-surgeon immediately and vigorously irrigated the open abdomen, then manually removed the remaining lint. It is not known at this time if there was any impact to the patient. It caused surgeon delay as she had to irrigate vigorously and then pick off the remaining lint". A sample from the same lot is available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer on (B)(6) 2024, "it was an exploratory laparotomy with revision loop ileostomy case; the belly was open with bowel exposed. While waiting for an assisting surgeon to arrive the blue towels from the pack were moistened with sterile normal saline and placed over the open belly. After surgeon removed blue towel and saw blue lint-surgeon immediately and vigorously irrigated the open abdomen, then manually removed the remaining lint."